Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that left ventricular lead dislodged. It was further reported that during the repositioning attempt, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.